Event description:
It was reported that a vns patient was referred for battery replacement due to the battery being dead. Generator replacement surgery occurred. Multiple attempts to interrogate the device were made but it could not be interrogated due to battery depletion. High impedance was found on the new device after multiple attempts to troubleshoot were made. The input of the generator was irrigated, the distal leads were inspected and pin re-insertion was attempted multiple times. A pressure release was performed using the hex screwdriver, and the pin was noted to be past the metal block. They could not get the high impedance to cease after performing systems diagnostics, so the patient was closed up with the high lead impedance. The company representative stated that they are going to perform x-rays to confirm the lead break. Once this confirmation occurs, they will discuss revising the lead. The hospital does not return explants to the manufacturer. Additional relevant information has not been received to-date.

Event description:
It was reported that the patient has been referred for a full revision due to the previous high impedance observed in the or. No known surgery has occurred to date. No additional relevant information has been received.

Manufacturer narrative:
Brand name of suspect medical device, corrected data: the brand name of the suspected medical device was inadvertently provided incorrectly on the initial report.